Event description:
The pt has a history of mondini malformation, pt was explanted due to gradual electrode extrusion, facial nerve stimulation and declining performance. Pt was successfully reimplanted.